Event description:
It was learned that an edwards aortic bioprosthetic valve had deteriorated causing aortic central regurgitation after an implant duration of approximately eleven (11) years. The patient underwent procedure to implant an edwards transcatheter aortic valve within the subject device (valve in valve). The patient was reported as stable post the procedure.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms,that may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The device history record was reviewed and showed that this device met all manufacturing specifications prior to product being released for distribution.